Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the generator alarmed and displayed an error code. When the blade was reinstalled the active pad was broken. The procedure was completed with a new pad. No pt consequences were reported.